Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a couple of doctors were experiencing low vacuum and cutting. Additional information has been requested.

Manufacturer narrative:
The operator¿s manual describes the vitrectomy mode provides vitreous cutting and vacuum using a pneumatically powered vitrectomy probe connected by tubing to a pulsed air pressure source and a vacuum port. Five submodes are available, each with its own default cut rate and vacuum level. Values are adjusted using touch arrow keys, even when the footpedal is depressed. Cutting and/or vacuum begins when the footpedal is pressed. Note: refer to the directions for use (dfu) included with each accessory kit/ consumable pack for detailed instructions on how to setup that accessory. The operator¿s manual includes warnings: if any item in the pack is received in a defective condition, alcon is to be notified immediately. Do not use any of the contents if the sterile package is damaged or the seal is broken in any way. Each pack is identified by a lot number, which provides traceability and should be given to the safety department when discussing the pack. Improper usage or assembly could result in a potentially hazardous condition for the patient. Mismatch of consumable components and use of settings not specially adjusted for a particular combination of consumable components may create a patient hazard. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. Do not operate vitrectomy probes in air. This could result in performance degradation and/or potential hazard. Replace vitrectomy probe if any of the following conditions are observed: a. Excessive air bubbles are in the aspiration line. B. Air bubbles are exiting the cutter port. C. The cutter does not fully close or does not move when the probe is actuated. D. The cutting port is not open when the probe is idle. E. If a reduction of cutting capability or vacuum is observed during the surgical procedure, stop immediately and replace the probe. The company service representative examined the system and could not duplicate the problems reported. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).